Event description:
It was reported that the pump declared an alarm during pumping, identified as alarm 30. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with assistance from technical support, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Technical support decided to replace the pump, advised the customer to use multiple daily injections as a backup therapy, and confirmed the shipping address for the replacement. The customer was also instructed on how to put the pump into storage mode and to return the problematic pump using a prepaid label within 10 days, which they understood and acknowledged.